Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor of a customer reported via a phone call that the customer was admitted into the hospital in (B)(6) 2016 with diabetic ketoacidosis and high blood glucose of over 500 mg/dl. No further details given.